Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres (as per spcb flextome specification). A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks or damage to the shaft or hypotube of the device. This concludes the product analysis.

Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 4.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon third inflation at 12 atmospheres. The procedure was completed with another of the same device. No complications were reported and there was no patient injury.

Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 4.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon third inflation at 12 atmospheres. The procedure was completed with another of the same device. No complications were reported and there was no patient injury.